Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that an 'defective cassette sensor' error code occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation however, the downstream sensor nub was noted to be damaged. Root cause of the reported event is attributed to customer induced damage to the downstream sensor nub. Replaced the downstream sensor. The returned product is beyond 18 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 13 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6500